Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having blood glucose of 37 mg/dl and had the feeling of passing out. Customer treated low blood glucose with food. Troubleshooting was declined as customer believed that low blood glucose was due to running around with daughter.